Event description:
Customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount in well positions b2, c2, d2 and e2 and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.